Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pulse generator change out, the right atrial lead exhibited noise resulting in inappropriate mode switch. The lead was capped and replaced successfully on (B)(6) 2017. The patient was asymptomatic and was doing well post procedure.